Manufacturer narrative:
The subject head holder adaptor was returned to the manufacturing site for analysis. On receipt of the component, a visual inspection confirmed that the screw was missing from the adaptor. The reported event indicates that the screw is the damaged/broken part, however this part was scrapped by the hospital before technician intervention and investigation of the defective part was not possible. The cause of the issue could not be determined. The defective head holder adaptor was replaced for repair purposes.

Manufacturer narrative:
The mayfield head holder adaptor from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon called zimmer biomet customer service to inform that the mayfiled interface holder was out of use during surgery because of a mechanical failure of the product.